Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this patient was hospitalized for peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized on (B)(6) 2024 with peritonitis. Per the nurse, the patient had a pd culture obtained. However, the pd culture results were not available. The patient is reportedly receiving treatment with antibiotic therapy (details unknown). At the time follow-up was performed, the patient remained in the hospital. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this patient was hospitalized for peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized on (B)(6) 2024 with peritonitis. Per the nurse, the patient had a pd culture obtained. However, the pd culture results were not available. The patient is reportedly receiving treatment with antibiotic therapy (details unknown). At the time follow-up was performed, the patient remained in the hospital. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.